Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, customer experienced low blood glucose levels (54 mg/dl), after accidentally over bolusing for dinner that was consumed. Customer consumed juice & set a temporary rate to stabilize low blood glucose levels. Shortly after, customer's blood glucose level became elevated. Customer declined any further troubleshooting, and stated blood glucose levels have been stabilized.